Manufacturer narrative:
Device received with insulin flow block or occlusion or no delivery alarm anomaly. Device seats immediately upon priming due to corrosion found on the motor or force sensor assembly. Unable to perform rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and displacement test due to corrosion found on the motor or force sensor assembly. No drive count or time values or changes incorrect for moving or coasting error noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received drive count and time values or changes incorrect for moving or coasting alarm. The blood glucose was unknown at the time of incident. Run the load reservoir and fill tubing process and again alarm during the load reservoir and fill tubing process. The insulin pump will not be returned for analysis.